Event description:
The end user reported that she felt the edges of the clipless closure strips were exposed and had scratched her leg once. She also stated that the tail closure once she rolled it up and snapped it together had a rough pointy edge that scratched her leg once. She denied using the lock-it-pocket. No photo is available at this time.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).